Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was approximately 78-200 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified. Initial report g3 date received by manufacturer: 03/25/2023, h10 initial report g3 date received by manufacturer: 03/25/2023.